Event description:
Customer called to report low blood glucose level. Customer reported waking up with blood glucose levels at 35 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).